Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, repeated recoverable error code 48245 occurred. The customer contacted an intuitive surgical, inc. (Isi) field service engineer for support. The fse guided the customer to perform a power cycle and reset the lamp module, but issue remained. Prior to the call, the customer had performed power cycle, hard power cycle, and reset the lamp module, but the issue persisted. The customer used a third-party lamp to complete the procedure. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a third-party illuminator. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the illuminator to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. The complaint was confirmed based on field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis replicated the reported complaint. The illuminator was installed on an in-house system and failed with error code 48245 suspecting a defective electrical and fiberoptic component.